Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. On (B)(6) 2014 12:41 occlusion alarm with high force was recorded; deliveries resumed when pump was primed at 15:41. No occlusion alarms observed in pump history on (B)(6). Bolus history shows on (B)(6) at 13:37 7.29u delivered of a 8.30u bolus due to occlusion alarm with high force.. He tdd¿s add up correctly. A delivery accuracy test was successfully completed - pump found to be delivering accurately and within required range.. An ezprime sequence and 24hr duration test were successfully completed with no occlusion alarms duplicated. Force sensor calibration test confirmed sensor is detecting correct force. Unrelated to the complaint, the battery compartment is cracked on the side near the threads.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an occlusion issue with the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 590mg/dl with moderate ketones and symptoms of polydipsia, polyuria, and nausea. Reportedly, no treatment was provided above and beyond usual diabetes management, there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event and the patient remained on the pump. Troubleshooting determined that the occlusion issue had occurred with more than one infusion set, the pump occlusion sensitivity had been set to low and that review of the bolus history for cancelled boluses revealed that 7.3 units had been delivered of 8.3 units programmed; the patient had not delivered the cancelled bolus amount after clearing the alarm. This complaint is being reported for alleged hyperglycemia associated with an occlusion issue in the pump of unknown origin.